Event description:
It was reported by the staff perfusionist that a pt was transported to the catheter lab and was transferred onto the table with no difficulties. The pt's head was tilted to the left to avoid obstruction of flow from the scrunched position of her neck. The plan was to "y" pt inflow to cover both ports of the avalon cannula and insert a femoral venous cannula for pt outflow. When prepping the cannulation site for the procedure, the nurse shouted that the "thing" was broken. The perfusionist visualized a crack in the wire reinforced section of the cannula approximately 1/4 inch above the skin that was spurting blood. A nurse held pressure on the site. While the perfusionist clamped the ECMO and a doctor came in to replace the cannula. The pt's ards (acute respiratory distress syndrome) was refractory to treatment and she developed msof (multiple system organ failure) and passed away. (B)(4). Reference to MFR report number: 8010762-2014-00011.